Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 10 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ patient order not crossing to station. ¿ case: (B)(4) ¿ (B)(6) - orders not crossing - hospital wide - master case (B)(4). ¿ case: (B)(4) ¿ (B)(6)- orders not crossing - hospital-wide. ¿ case: (B)(4)¿ messages not crossing over. ¿ case: (B)(4) ¿ (B)(6) - all patients not crossing in all locations facilities. ¿ case: (B)(4) ¿ (B)(6) - patient orders not crossing. ¿ case: (B)(4) ¿ medes: devices are not communicating; orders adt are not crossing. Over. ¿ case: (B)(4) ¿ all devices are not communicating. ¿ case: (B)(4)¿ (B)(6)- patients and orders are not crossing over from epic to pyxis. ¿ case: (B)(4) ¿ all devices are not communicating. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device order ID in pyxis es server displayed a blank description, and it was not allowed the customer to pull medication. A technical support specialist checked and found that the message history showed that the medication ID came across in the order was incorrect and advised the customer of check the medication ID listed in the server and device correctly. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server order ID in pyxis es server displayed a blank order, and it did not allow nurse to pull medication. There were no adverse events or injuries reported based on this incident.